Manufacturer narrative:
Approximately 16 inches of the percutaneous lead (lead) was returned for evaluation. A previous percutaneous lead repair site was present. Electrical continuity testing revealed a short of the orange wire. Testing of the other wires did not reveal any discontinuities or shorts. Examination of the lead identified damage to the outer jacket and metal shielding near the proximal end of the repair site at approximately 13.5 inches from the metal connector. Furthermore, the repair site was disassembled and breaches in the yellow and orange wire insulation were identified under the repair site at approximately 12.5 inches from the metal connector. The observed wire damage appeared to have been caused by the wire making contact against the sharp edge of the copper wrap. As a result of the damage to the insulation, the underlying yellow and orange wire conductors were exposed. The report of red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the copper wrap when the pump was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 11 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2016, the patient received three audible red heart alarms on the epc system controller while the system was supported by the power module. The patient was instructed by the implanting center to connect to battery power. After doing so, the patient received no further alarms. The patient was reported to be asymptomatic. The patient presented to the clinic. Upon interrogation of the system controller, several occurrences of ¿pump off¿ were observed. The system was connected to a power module in the clinic in an attempt to recreate the alarms, however, the alarms could not be reproduced. The patient¿s system controller log files and x-rays of the percutaneous lead were submitted to the manufacturer¿s technical services representative for review. Multiple pump stops and speed drops were recorded over the five day time period. These issues appeared to only be occurring while the system was connected to the power module. Review of the submitted x-rays was inconclusive but a previous percutaneous lead repair was seen. There was enough room to attempt a repair further up the percutaneous lead, and remove and replace as much length as possible on the external portion. The patient provided with a new patient cable for use with the power module and was sent home. However, another alarm was subsequently received. On (B)(6) 2016, the manufacturer's technical services representative performed an onsite percutaneous lead repair. No broken wires were found. The patient was then placed on a grounded patient cable with no issues. On (B)(6) 2016, it was reported that the patient had not reported receiving any alarms since the percutaneous lead repair was performed.